Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release. However, the patient's blood glucose level was normal, so no medical treatment was required. No further information available.